Manufacturer narrative:
(B)(4). Batch # n5737x. The analysis found that the pse60a device was received in good visual condition and with an ecr60d cartridge was loaded on the device partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the fourth firing, the device cut but did not staple. The clips were exposed without a b shape. Both ends of the tissue were cut but not sutured. The surgeon detected a slipping of the tissue while using the stapler. A second reload was loaded but after the first activation of the device, the surgeon stopped the activation because a slipping of the tissue was detected again. The issue was resolved by replacing the device. The surgeon reinforced the suture with a buttressing material and by manually using suture. The procedure was prolonged for forty minutes. There were no adverse consequences for the patient reported.